Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when the patient was checked one-day post-implant, intermittent capture was noted on the right ventricular (rv) lead. An x-ray showed dislodgement. The lead was repositioned on (B)(6) 2021. The patient was stable.